Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided. (B)(6) 2012 - patient was diagnosed with multiple incarcerated incisional hernias thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿identified the hernia adhesions and dissected from below the umbilicus to the upper abdomen on the patient¿s left of midline. A ventralex mesh was secured to the anterior abdominal wall with a tacking device. Two synthetic meshes were placed.¿ (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent repair with removal of mesh. Per operative notes, ¿the hernia sac was excised. The patient had previous preperitoneal meshes and they had one edge that had allowed the recurrent hernia. The entire mesh was excised along with lysis of adhesions. The bilateral rectus incisions were made, a synthetic mesh was placed.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had daily life and tasks have been affected.